Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the result of the eval.

Event description:
A report was received that stated during an injection the needle became detached from the syringe. No needlestick took place. There was no pt clinician injury.